Manufacturer narrative:
Internal complaint reference (B)(4). The reported device, intended for use in treatment, was returned to the designated complaint unit for independent evaluation. There was a relationship found between the returned device and the reported incident. Visual inspection of the returned device did not identify any issues. Functional evaluation revealed that there was no live video output. The button failed to function. The complaint has been confirmed and the root cause has been associated with an electrical component failure. Factors, unrelated to the manufacturing and design of the device that could have contributed to the damage, include a damaged connector. A review of the device history records showed there were no indications to suggest that the lot did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. No containment or corrective actions are recommended at this time.

Event description:
It was reported that the camera head was blurry. No case reported; therefore, there was no patient involvement. Results of investigation have concluded that this unit had no live video output which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.